Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the covid vaccine has affected her therapy. Following the patient's second covid shot on (B)(6) 2021, she felt very weak and has fallen. She reports no shocking, tingling, or numbness. She denies changes to her therapy, apart from feeling very weak. The patient has contacted their movement neurologist who advised her to take advil and drink fluids. The patient stated the neurologist does not believe she needs to be reprogrammed at this time. The manufacturer representative (rep) suggested that the patient follow up with her neurologist if she continues to feel weak. The issue has not been resolved.